Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture with a period of asystole of greater than two seconds. A rise in rv thresholds, a drop in pacing impedances from 819 to 700 ohms, and a drop in r-waves were also noted. No changes were made to the system and the rv lead remains implanted and in service. No adverse patient effects were reported.